Event description:
The customer reported that the system did not seem to be working properly and intermittently would not boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The backplane, cpu, display adapter and hard drive were replaced. The system software was reloaded. The system was then found to be operating as intended.